Manufacturer narrative:
The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. No abnormalities were seen on the download data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 326 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. A manual insulin injection using a pen was administered to treat the hyperglycemia.